Manufacturer narrative:
H6: investigation summary: no photos or samples were received. Customer confirmed that additional information was not available and all evidence was provided. No photos or samples were received. Customer confirmed that additional information was not available and all evidence was provided. According with this investigation there is not enough information provided from customer like pictures or samples to determine the root cause of this issue, however in the report mentions that the temporary lid does not remain shut and soon open on its own. This is a known issue received from japan where from previous complaints investigations, it was found that the temporary closure characteristic it¿s not being evaluated during the inspection process performed by quality since there is not a requirement as part of customer specification. According with this investigation there is not enough information provided from customer like pictures or samples to determine the root cause of this issue, however in the report mentions that the temporary lid does not remain shut and soon open on its own. This is a known issue received from japan where from previous complaints investigations, it was found that the temporary closure characteristic it¿s not being evaluated during the inspection process performed by quality since there is not a requirement as part of customer specification.

Event description:
It was reported while using bd¿ phlebotomy sharps collector, 1.5 qt needle port the lid didn't remain closed. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the temporary lid does not remain shut and soon opens on its own.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ phlebotomy sharps collector, 1.5 qt needle port the lid didn't remain closed. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the temporary lid does not remain shut and soon opens on its own.